Event description:
It was reported that 30 bd nano¿ 2nd gen pen needles 4mm x 32g were unable to deliver insulin/medication. The following information was provided by the initial reporter: there was no insulin flow when priming and when taking the injection. 30 pen needles affected batch/lot #: 0231155. Catalog #: 320550. Date of event: unknown. Samplesl: yes.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Sample available for evaluation: noted as no - available sample not yet received. Upon receipt and in conjunction with device evaluation a supplemental will be filed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30 bd nano¿ 2nd gen pen needles 4mm x 32g were unable to deliver insulin/medication. The following information was provided by the initial reporter: there was no insulin flow when priming and when taking the injection. 30 pen needles affected. Batch/lot #: 0231155. Catalog #: 320550. Date of event: unknown. Samplesl: yes.